Event description:
The customer reported that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.